Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported implant rupture. Device remains implanted. This relates to an unknown side.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d2, d6a, d6b, h6.

Event description:
Healthcare professional confirmed right side rupture.